Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with no down arrow or back button response. Unable to perform the self test due to no button response. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the keypad flex tail, vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, broken belt clip rails, stained serial number label, faded end cap address label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the back of the pump is confirmed. No button response is confirmed due to the moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the back of the pump. The customer reported no adverse event. The event involved products mmt-1712k. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1712k was returned for analysis.